Manufacturer narrative:
As a result of an internal review it was noted that some sections of the initial report were incorrectly submitted. The purpose of this report is to provide a correction of sections indicated bellow and to provide a conclusions of conducted investigation. Previous exemption: "please note that this product is no longer manufactured and previous medwatch reports for this product may have been submitted for the manufacturing site (B)(4). From november 2012 medwatch reports related to complaints to this product will be submitted (B)(4). Corrected exemption: (B)(4). When reviewing reportable events for rotoprone device we were able to establish that there have been similar complaints in the past. There is no trend observed for this failure mode however. The product involved in the incident is a rotoprone bed model number: 209800-r, serial number: (B)(4). The device is part of the arjohuntleigh us rental fleet and has been rented for customer (B)(6). Upon the conducted investigation we were able to confirm that this device passed the quality control on 23th february 2016, before being placed at the customer site. Unfortunately, without having a detailed description of what occurred, we are left to review the limited information received from the customer per our best efforts, and compare it to our product knowledge. Buckles are used to restrain a patient on the rotoprone when the patient is in supine and prone therapy. The buckle assembly functions much like a seat belt buckle with webbing connected on the right and left side of the bed and a tongue and buckle that get latched in the center of the bed to restrain the patient. The operator of the device is to click together the male and female end of the buckle and tighten the pack straps. Tightness of pack straps will vary according to each patient's needs. Straps need to be as tight as can be tolerated, as patient will shift into the prone packs and away from the patient surface when moved into prone position. Buckle is released by pressing the button inside the buckle. The user manual (#208662-ah rev. C), which is being provided along with each device, contains all crucial warnings, cautions and instruction which should be followed to ensure the patient safety. In the document following information can be found: the instruction how the buckle should be fastened and unfastened requirements of daily equipment instruction (including checking the appearance and functionality of the buckle) it is also worth noting that sometimes the buckle being claimed as stuck is not necessarily related with an actual product malfunction. The buckles are designed to keep the patient weight from shifting when the patient is in the prone position. When releasing the buckle hatch, it is sometimes necessary to push down on the patient pack, minimizing the tension of the strap and allow enough slack for the buckle to be opened- just like with a car seatbelt. In summary, the arjohuntleigh device played a role in the event as it was used for the patient treatment upon the occurrence. Based on the limited information we are not able to clearly conclude whether the claimed issue was related with a customer being not aware of how to disengage the buckle or with an actual device failure. Although no injury occurred as a result of this event it was decided to report it to the competent authorities based on the potential and in abundance of caution. Given the circumstances and the fact that there is no trend observed for this failure mode arjohuntleigh does not propose any other action at this time.

Manufacturer narrative:
Please note that this product is no longer manufactured and previous medwatch reports for this product may have been submitted for the manufacturing site kinetics concept inc (under registration #1625774). From november 2012 until 2014 complaints related to these products were handled by arjohuntleigh inc. And any medwatch reports will be submitted under registration #3009988881. From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #30074220694. Additional information will be provided following the conclusion of the investigation.

Event description:
Arjohuntleigh has been informed that : the nurse reported that the chest buckle had to be cut in order to free the patient who did not sustain any injury.